Manufacturer narrative:
Implant date was not provided. When the requested information becomes available, a supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. PMA/510(k) - not applicable.

Event description:
Per (B)(4), during clinical procedure, components could not be separated.